Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had air bubbles in the tubing. The customer's blood glucose level at the time was 405mg/dl. The customer treated with the pump. Troubleshoot was conducted. The customer was advised to conduct full set change. The customer declined to conduct high pressure testing. The customer was advised to monitor the device.